Manufacturer narrative:
To date, this chronic implantable right ventricular (rv) defibrillation lead has not been returned to boston scientific. This investigation will be updated should further information be provided and/or the lead is returned.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services. The patient was presented back to the electrophysiology (ep) laboratory for system extraction for unknown reasons. During the procedure the inferior vena cava (ivc) was torn. The chest was opened and emergency invasive measures were undertaken. Despite these measures, the patient did not recover and died. Boston scientific received information from the field clinical representative that both the chronic implantable right ventricular (rv) defibrillation and chronic implantable right atrial (ra) leads were not performing as expected. The field clinical representative was unsure if the leads were exhibiting sensing or pacing issues. The chronic device and leads were explanted and shipped back to boston scientific.